Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a touchscreen that is unresponsive. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is failing the touchscreen calibration near the bottom portion. A replacement touchscreen was installed by the biomedical engineer (bme) and the unit exhibited the same problem. After further troubleshooting, the bme customer believes that a defective touchscreen from stock could be the reason why the issue remained unresolved. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.